Event description:
It was reported that a malfunction alarm occurred. Additionally, the pump battery was depleting quickly resulting in the pump shutting off. The customer experienced a blood glucose (bg) level reported as "high", with ketones; specific value was not provided. Customer addressed bg by administrating a manual correction injection. Reportedly, the pump was reset and the customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.